Event description:
Caller tested 2.3 inr on the coaguchek xs system while a comparison lab returned as 1.7 inr. Patient's coumadin dose was increased based on the lab value. No adverse event reported. Requested return of suspect device; however, caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.